Manufacturer narrative:
The log file indicates that the device has alarmed for apnea during the period in question. Reportedly, the device passed the leak test in the morning before the first procedure of that day was started. No problems were reported for the first use sequence; the concerned procedure was the second for that day. The device exhibited no malfunction when being tested in follow-up of the event. A 10-days endurance run was passed without findings. The reported symptoms were not reproducible and the root cause for the user's observation remains undetermined. Reflecting that manual ventilation was possible makes it rather unlikely that the presence of a simple leakage in the airway system has led to the described problems. The decreasing of tidal volume was a slow process and thus, recognizable for the user. Furthermore, the device has alarmed the impairment of ventilation as specified. The user could finish the respective procedure by means of manual ventilation; no patient consequences have been reported. Draeger has encouraged the user to give immediate feedback for the case that the problems would recur.

Event description:
It was reported that the tidal volume was slowly decreasing in automatic ventilation. The user had to switch to manual ventilation mode to establish a sufficient ventilation of the patient. No patient consequences have been reported.